Manufacturer narrative:
The device ro 14 039 has been inspected for investigation purpose. The tests performed confirmed that the surgeon marked the entry point on the skin prior to prepping the patient. The skin shifted when it was stapled and then the burr hole wasn't actually centered on the point of entry. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected leading to trajectory accuracy issue. It was reported that the robot drove to the trajectory on the patient's head in guidance mode with the pointer probe. The arm was then put into axial slow mode and was pushed to the patients skin. A spot was marked and the robot was sent home so the surgeon could then drill a hole. The pointer probe was switched out with the instrument holder. The robot was driven back to the same trajectory, but when the needle was passed through the instrument adapter, it was off target from where the pointer probe had been and the hole had been drilled. The robot was then put into iso mode about the target point and moved so that the needle would go through the hole. No patient injury was reported.